Event description:
Healthcare professional called to report a capsular contracture baker grade 2 on the right side. Device was explanted and replaced. Later, hcp reported "little bit of calcification on the right wall itself, mass for right breast, ruptured right silicone implant, capsular contracture baker grade IV, excisional biopsy of silicone granuloma for right side and 2 x 3 cm granuloma".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV, granuloma.